Manufacturer narrative:
Investigation: two samples were returned to our quality team for investigation. The first sample was found not to work properly, the needle was observed to have penetrated the vial at an incline, damaging the stopper and the needle housing. Upon inspecting the second product returned, no leakage was observed. A device history record review was performed for lot 1806109 and no quality issues were found during the production process that could have contributed to the reported incident. Product undergoes both visual and functional testing throughout the assembly process, including leakage testing, to ensure the quality of the product as well as that the device functions as intended. Based on the investigation it was determined the first product was not properly attached to the vial, damaging the protector which prevented its proper functioning, no leak was verified in the second sample. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Event description:
It was reported that bd phaseal¿ protector p14j leaked from the connection of the vial. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: when the hcp prepared 3 vials of keytruda, leakage occurred from the connection of the vial and protector.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p14j leaked from the connection of the vial. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: when the hcp prepared 3 vials of keytruda, leakage occurred from the connection of the vial and protector.